Event description:
Preop dx of bladder stone attached to right bladder neck. Cysto with inspection of perforated area, well-healed. On inspection, appeared to be piece of plastic emanating from prostatic tissue where previous tuna had been performed .removed. Emanating from right proximal end of bladder neck and prostatic tissue was oblong calcified stone attached to clear flexible filamen, 3 cm that appeared to be the plastic sheath from the tuna probe.